Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also stated that his reservoir leaked in the reservoir compartment. The customer¿s blood glucose level at the time of incident was around 400mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. No moisture damage found inside reservoir compartment, under lcd screen or on electronic/motor assembly noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).